Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. Pump monitored for several days. Unit received with normal operating current. No unexpected low battery alarm anomalies noted.

Event description:
Information received by medtronic indicated that the insulin pump received random no delivery alarm and has to replaced the battery more than once in week. No harm requiring medical intervention was reported. The device will be returned for analysis.